Event description:
It was reported that the customer had high blood glucose levels of 131 mg/dl. It was reported that the customer was hospitalized. The customer was hospitalized due to thyroid cancer. The customer reported sleeping for six days due to issues with his thyroid and the insulin pump was attached and he went into a diabetic coma. It was reported that a friend of the customer got into his house and brought him to the hospital. The customer also reported a button error on the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer reported that the insulin pump was stored in the hospital for approximately a week. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).